Manufacturer narrative:
MDR 3003442380-2024-00631- device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on first week of march 2024, it was reported that four infusion set fell off during use. Duration was between 24-36 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available